Manufacturer narrative:
Continuation of d10: product ID: 3708120 , serial# (B)(6), product type: extension. Product ID: 3986a, lot# n363151 , implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# n363142, implanted: (B)(6) 2012, product type: lead. Product ID :3778-60, serial# (B)(6), implanted: (B)(6) 2011, product type: lead. Product ID: 3708260, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that an impedance check revealed contacts 7, 8, 14 and 15 were 40,000 ohms/do not use. The rep reported that during the procedure, the ends of the leads that connected to the ins were wiped off, repositioned/screwed in and impedances were rechecked multiple time. The issue wasn¿t resolved. The rep reported that the patient was programmed for paresthesia coverage with no issues despite impedance warnings. The rep noted that the healthcare provider (hcp) didn¿t want to revise the leads at the time of the ins replacement and the patient was also not consented for a lead revision. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that wires had broke but first said they were in a car accident after being implanted and had a revision on it, then later said they discovered the leads were breaking when they had the ins replaced.

Manufacturer narrative:
Continuation of d10: product ID 3986a lot# n363151 serial# implanted:(B)(6) 2012 explanted: product type lead product ID 3986a lot# n363142 serial# implanted: (B)(6)2012 explanted: product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6)2011 explanted: product type lead product ID 3708260 lot# serial# (B)(6) implanted: (B)(6)2012 explanted: (B)(6)2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. It was reported that an attempt was made to replace the patient's ins system by another physician, which resulted in breakage of the bifurcated extension within the implantable neurostimulator (ins). The patient was referred to a different physician to revise the extension leads and ins. The patient had two parallel incisions in the right gluteal region just above the pocket for the ins which was noted to be extremely superficial and protruding through the skin. They dissected through the skin and dermis and immediately encountered the ins superficially in the subcutaneous space. The ins was removed and it was clear that there was a broken wire in the lower port of the ins. The distal portion of the cervical lead appeared to be intact. They could not remove the embedded wire in the ins and decided to replace the ins with a new device. As they dissected further, they noted the y-connector of the bifurcated extension. They also noted that the cervical lead was attached to an extension wire within the ins pocket. The extension wire was loosened and removed as it was redundant and not necessary within the ins pocket. The healthcare provider then opened the upper thoracic right-sided paramedian incision to expose the connector wires for the two occipital leads. The connector wires were part of the bifurcated extension that had been in place. The two leads were pulled out of the bifurcated connector and noted to be intact. They then cut the white portion of the bifurcated extension at the ins pocket and pulled out the lead wires from the subcutaneous space cephalad. Initially, there was some resistance and they opened up one of the transverse bridging incisions just above the iliac crest. They were ultimately able to completely remove the old connectors. They replaced the bifurcated connector with a fresh connector. The leads were attached to the ins and tugged to ensure that they were securely placed. Impedance testing demonstrated the system to be in satisfactory electrical continuity. The healthcare provider then created a fresh pocket at the right gluteal ins site. Impedance testing demonstrated that the ins was located well in the subcutaneous tissue and communicated well with the electronic programmer. The wounds were closed. The patient was extubated uneventfully and taken to the post-anesthesia care unit in stable condition.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial number-(B)(6) found code c200-insignificant anomalies, stim ins functioning okay. Analysis of the octapolar 60cm stim extension (B)(6) found code c200 body cut through, product segmented. Analysis of the stim extension (B)(6) found code c300, the proximal end insulation consistent with metal ion oxidation (mio). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note: this event is related to regulatory report 3004209178-2021-17037. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient did not experienced any symptoms related to the wires breaking. It was not working and the battery was draining faster. The patient noted that they had the battery replaced and it worked for a couple months then had problem keeping it charged.

Manufacturer narrative:
Concomitant medical product: product ID 3986a lot# n363151 implanted: (B)(6) 2012 product type lead product ID 3986a lot# n363142 implanted: 2012 product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were seeing the settings not available screen when she attempts to increase the stimulation intensity. This started in the middle of (B)(6) 2020. The patient states that she wants to increase stimulation because she doesn't feel intensity. Group a was currently active with programs 1 and 2. The patient tried increasing stimulation for each program but got settings not available. The patient switched to group b and noted that programs 1 and 2 showed settings not available as well when she attempted to increase stimulation. The implantable neurostimulator battery was about 70%. The patient met with a manufacturer representative on (B)(6) 2020. The patient reported a return of her pain and an increase in charging. An interrogation of her battery showed her two quad leads plugged into the 8-15 port with high impedances on most contacts. The patient was not aware of any external factors. The manufacturer representative programmed around her one octad lead and deleted programs on the affected leads to help with charging. The patient is supposed to give an update on her pain after a couple of days to see if more steps need to be taken. There is a possibility for a revision or replacement of the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. The high impedances did not resolve and there were no plans to resolve them at this time as patient was reporting good coverage programming around the affected electrodes. No further complications were reported.